Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information received indicated that a surgical intervention occured wherein the leads were explanted and replaced. Effective therapy was restored post op.

Manufacturer narrative:
Date of event is estimated. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-02918. It was reported that stimulation was decreasing by itself. Reprogramming was unable to provide effective therapy. Surgical intervention may take place at a later date to address the issue.